Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a e315 scope error was confirmed; due to cable and charge-coupled device flooding, there were image disturbances. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported that their hd camera head device displayed a scope error e315. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
H10 correction: the device was returned to an olympus repair facility, and an evaluation of the device was performed. The customer's complaint of e315 was not reproduced. However, the image was not visible due to water immersion in the cable and inside charge coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because e315 scope error was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. In addition, based on the results of the investigation, image disturbed occurred due to water immersion in the cable and inside the charged coupled-device. The cause of the water immersion could not be identified. Olympus will continue to monitor field performance for this device.